Manufacturer narrative:
Claim# (B)(4).

Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient went to the hospital because of eye pain, endophthalmitis was suspected. The patient was treated with anterior chamber irrigation, medication, and symptomatic treatment. The patient's condition was controlled and is stable. Lens remains implanted.